Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "air leakage at the level of the adaptor (screwed wings at the junction with the flowmeter). The oxygen could not be delivered via the wall oxygen source. It was reported they had to administer oxygen from the oxygen bottle cylinder. The customer has stated that the patient was desaturating prior to the event and the saturation level rose once under oxygen at the bottle. The customer also reported the level of desaturation was not known. No patient harm reported. The condition of the patient was reported as fine.